Manufacturer narrative:
(B)(4). Catalog number 062941-001 is the international list number which meets the requirements of the similar product listed in model #/lot # which is the us list number. The device involved in the event was not returned,the device was discarded; therefore a return sample evaluation is unable to be performed. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2016 patient in (B)(6) underwent procedure for percutaneous endoscopic gastrostomy (peg)tube placement. On (B)(6) 2016 the patient developed an intestinal obstruction, on (B)(6) 2016 the patient had an aspiration pneumonia and multi organ failure. On (B)(6) 2016 the patient died. The cause of death was reported as pneumopathy. An autopsy was not performed. The device was discarded.